Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer reported was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: g2(unselect company representative). The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the error code e207 was displayed due to failure of the emergency lamp. However, a definite root cause that led to the malfunction could not be identified.

Event description:
It was reported that the light source exhibited an e207 emergency lamp error code and the emergency lamp indicator light was blinking. The issue occurred during routine maintenance and there was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.